Event description:
It was reported the catheter was inserted into the patient on (B)(6) 2023 the catheter was found torn during use. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo and a video for analysis. The complaint of a catheter body cut/torn was able to be confirmed by the photo and video. The photo/video show a catheter with a hole in the body lateral to the length of the catheter. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not secure , staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of a catheter body cut/torn was confirmed by visual inspection of the customer supplied photo and video. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the catheter was inserted into the patient on (B)(6) 2023 and on (B)(6) 2023. The catheter was found torn during use. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#: (B)(4).